Event description:
The customer reported via phone call that she had high blood glucose but not hospitalized. The customer reported that she have vomiting and nausea. The customer reports they have a back up plan available. The customer blood glucose was 490 mg/dl. The troubleshooting was performed. The customer was advised to change entire set, reservoir and insulin and treat. Customer was to call back for assistance if unexplained high blood glucose persist. The customer blood glucose starting to go down.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.